Event description:
Patient experienced thrombosis and swelling of arm post implant. Nine months later he experienced dizziness, and near syncope. Quadruple bypass surgery was performed, during surgery cardiac tamponade was noticed, further exploration indicated a perforation in the right atrial wall which was easily repaired. Patient doing fine.